Event description:
Drive medical was notified of an incident involving a bath seat by the end user who reported that one of the bath seat legs broke during use, causing the seat to collapse. As a result, the end user fell and struck her left leg and head on a glass shower door. The end user was diagnosed with tendonitis of the right knee and was prescribed a non-steroidal anti-inflammatory medication. The end user reported experiencing chest pain attributed to the stress of the incident and was subsequently admitted to the hospital for a three-day observation period. The end user's heart function was determined to be normal. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.